Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - impactor handle broke during femur trial placement nothing was left inside patient.

Manufacturer narrative:
The reason for this instrument failure was reported as impactor handle broke during femur trial placement the possible time in service is 1 year 7 months months from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk, adverse event, or negative outcome were reported. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows five prior complaints filed against the instruments item number that reports a similar failure. Those are 1 - functional, 3 - broke/cracked/damaged, 1 - device cracked. No prior complaints report past instances of these instruments being affected by this failure. The root cause for the initial problem cannot be determined with confidence as the instrument was not returned for investigational review. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was not returned to djo, and no further evaluation can be made for this event. The rep/agency has been contacted atleast three times for the return of this part with no response. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available